Event description:
Allegedly, patient underwent r tkr on (B)(6) 2016 and l tkr, date unknown, with both patellae preserved. Both knees were revised on (B)(6) 2023 due to patella pain. Patellae added and inserts were replaced even though the in-situ ones were in pristine condition. Right knee. Surgical specialties ref (B)(4).

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.